Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.76 and charge time (CT) of 27.3 seconds after an automatic capacitor formation (acf). Technical services (ts) discussed the extended CT and that it did not belong to a CT advisory, and that the shortened replacement window (srw) advisory was not an issue since the battery voltage did not meet the advisory criteria. They recommended a manual capacitor reformation which decreased the CT to 20 seconds. Ts discussed demonstrating beeping tones, and recommended latitude and/or normal follow up in 3 months. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required.

Event description:
--